Event description:
Physician reported bleeding at suture holes during implantation of vascular graft for repair of a dissection of the ascending aorta. The bleeding subsided, using additional, smaller needle and sutures. Graft remained implanted in patient.